Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side extracapsular rupture manufacturer of the device unknown. Device remains implanted.

Manufacturer narrative:
The events of "abscess" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "abscess infection". Device has been explanted.